Manufacturer narrative:
Visual inspection revealed that there were no non conformities with the cannula. There was some evidence of blood. A supplemental report will be sent when the investigation has been completed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro insufflation did not work. The co2 would not insufflate through the cannula. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.